Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber at 74,394 joules. No patient injury was reported. The device was not returned for evaluation.

Manufacturer narrative:
Device is not available for analysis.(B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (date not reported) indicate normal receiver stimulator function with multiple electrode anomalies.explant and reimplantation is planned, but had not taken place at the time of this report.